Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: findings from the (B)(6) 2002 procedure state: ¿the patient was noted to have significant adhesions. The small bowel adhesions were taken down as much as possible, however, there was an area of the small bowel which was significantly stuck to the kidney, where the kidney was auto-transplanted. All adhesions were taken down, except in this area because of the concern of injury to the kidney or ureter. Unfortunately, the roux bypass was unable to be performed because of the fact that because of where the adhesions were to the bowel, we would not be able to come up to the stomach. Because of this, a nissen was done instead to help gastroesophageal reflux disease. The ventral hernia was still repaired.¿ records dated (B)(6) 2002 state the patient was seen for lower abdominal pain and painful defecation. ¿a 42-year-old male evaluated for distressing, severe painful defecation and lower abdominal pain. This has precipitated several ER visits with thus far a normal workup. The patient has a fairly extensive history of abdominal operations with multiple hernia repairs as well as an autologous kidney transplant. He currently does have mesh with a draining sinus tract at one of his hernia repairs. He has had a normal CT scan.¿ operative records dated (B)(6) 2003 indicate the patient underwent excision of infected abdominal wall mesh, lysis of adhesions, and closure of enterocutaneous fistula for ¿infected abdominal wall mesh, low output enterocutaneous fistula.¿ findings state ¿the patient presented with a chronically draining sinus tract from a region just superior to the umbilicus. This drainage was felt to be due to a chronically infected abdominal wall mesh from a previous incisional hernia repair. Intraoperatively, the mesh was excised and a fistula was identified. The fistula tract was disrupted, the enterotomy was closed with full thickness 4-0 vicryl suture followed by partial thickness lembert sutures using 4-0 vicryl suture.¿ CT records dated (B)(6) 2003 state: ¿generalized abdominal pain.¿ ¿the ventral hernia appears stable with bulging of small bowel loops to the anterior abdominal wall deep to the midline incision. Bowel loops appear unremarkable.¿ records for CT pelvis/abdomen dated (B)(6) 2004 state: ¿there is a midline ventral defect in the mid abdomen with projection of loops of bowel almost to the skin surface. There is no evidence of intestinal obstruction or incarceration. There is no free fluid in the abdomen or pelvis.¿ ¿there is a long segment midline ventral hernia. No evidence of a complicating process.¿ records dated (B)(6) 2004 state: ¿he continues to have a very large fascial defect in the center of the abdomen. This allows bowel to reach within 2- to 3-mm of his skin for approximately a 20-cm length in the upper abdomen. The patient¿s abdominal wall otherwise is retracted and looks attenuated up to 8- to 10-cm from the midline on either side. This is going to be a massive hernia to repair and has very high risk secondary to his bowel being so intimately involved with the scar tissue of his midline abdomen.¿ operative records dated (B)(6) 2004 continue: ¿there were relatively few additional adhesions up to the abdominal wall. The bowel did not appear to be distended, therefore an extensive lysis of adhesions was not performed in interloop bowel fashion. Once the entire abdominal wall and peritoneal surface were freed up the patient's hernia sac was divided and the redundant area but enough was left to cover future mesh. Then a large ventralax bard mesh was used to repair the hernia with the smooth side down and the rough polypropolene portion anteriorly. This was approximately 28 centimeter by 30 centimeter mesh. It was affixed to the peritoneum and posterior fascia with multiple interrupted 0 ethibond sutures in a circumferential fashion.¿ the records indicate a ventralax mesh (non-gore device) was implanted during the procedure. Records dated (B)(6) 2004 state: ¿I performed a repair of his massive ventral hernia a couple of weeks ago. I essentially did an abdominal wall reconstruction with mesh. The patient appears to be doing quite well at this time.¿ ¿he has minimal pain at this time. He is able to eat and have bowel movements without troubles.¿ operative records dated (B)(6) 2014 indicate the patient underwent ¿washout of abdominal wound and placement of negative pressure wound therapy greater 50 square centimeters for infected abdominal mesh.¿ the indications state the patient ¿¿is a 53-year-old gentleman with a complex medical and surgical history who is most recent status post laparoscopic incisional hernia repair with mesh on (B)(6) 2013. The patient had a recent hospitalization in (B)(6) 2013. He presents with right upper quadrant abdominal pain, fever, and decreased oral intake, who was found at that time to have an anterior abdominal wall collection posterior to mesh. Subsequently, he underwent vir drainage. The patient was complaining of pain and after discussing the risks and benefits of operative intervention, the patient elected to proceed with the surgery.¿ the records dated (B)(6) 2014 continue: ¿around the periphery of the abdominal wound at the edges where the mesh had been, I was able to dissect deep to this rind and slowly started to peel the rind away. It became clear that underneath the rind was the abdominal viscera. I carefully peeled away a portion of this rind without injuring the viscera. When it became clear that some lysis of adhesions will be required to remove this rind to allow for full access to the viscera, I called dr. Singh to the room.¿ the records indicate lysis of adhesions was performed. Operative records for the adhesiolysis portion of the procedure state: ¿there was noted to be dense adhesions in the lateral abdomen. There are small pieces of mesh embedded into the abdominal wall tissue. These were dissected free in a circumferential fashion. These were then examined and noted to be clear of any remaining mesh in the abdominal wall. There was noted to be intact musculature and fascia remaining in the abdominal wall.¿ ¿the previous rind covering the abdominal contents were removed as well for debridement. Final examination at the termination of my portion of the procedure showed good hemostasis. There was no retained mesh material at this point.¿ operative records dated (B)(6) 2014 state: ¿dr. Singh proceeded with his lysis of adhesions. When he completed it, I was able to evaluate the abdominal cavity.¿ operative records dated (B)(6) 2016 indicate the patient underwent ¿exploratory laparotomy and lysis of adhesions for 60 minutes¿, in addition to ¿repair of ventral hernia recurrent, bilateral posterior component separation, placement of biologic mesh strattice 20 x 30 cm, placement of negative pressure vac dressing prevena 41 cm of adhesions for 60 minutes for recurrent incisional hernia.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated results code for manufacturing evaluation. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 7/19/2002, including records for inguinal hernia repair (1967), appendectomy (1979), right nephrectomy (1981), vasectomy (1989), varicocele (1990), temporomandibular joint surgery (1993), cholecystectomy (1994), left kidney transplant (1997), laser surgery ureter (1997), nephrostomy tube placement (1997), incisional hernia repair (1998, 1999), spermatic cord and left testicle removal (2000) were not provided. Operative records dated on (B)(6) 2002 indicate the patient underwent exploratory laparotomy with significant lysis of adhesions, open nissen fundoplication, repair of ventral hernia. Postoperative diagnosis: severe gastroesophageal reflux disease with barrett's changes, morbid obesity, ventral hernia. Operative findings dated on (B)(6) 2002 state: ¿a midline incision was made overlying the previous incision. The scar of the previous incision was actually excised. Electrocautery was used to excise this. The fascia was then opened. There were noted to be significant adhesions . These were carefully taken down. This took a significant amount of time because of the degree of the adhesions. There was a portion of the small bowel that was adhesed down the kidneys. I was able to take down all of the adhesions in the remaining portion of the abdomen, but did not extend down near the kidney for fear of damaging the kidney.¿ operative records dated on (B)(6) 2002 state: ¿difficulty was that the roux limb would not come up because it was stuck down to the kidney. Because of this, the decision was made to not do the gastric bypass, but to proceed with nissen, ventral hernia repair, and adhesiolysis. Once the adhesions were taken down, attention was directed superiorly. The omnitract retraction system was used and the stomach was identified.¿ records dated on (B)(6) 2002 state: ¿the gastroesophageal junction was identified. The short gastrics were taken down in the superior portion of the stomach using the harmonics scalpel. The hepatogastric ligament was entered and a space was created at the superior portion of the stomach. The crus of the diaphragm was identified. A size 58 french bougie was placed through the esophagus and into the stomach, and the fundus of the stomach was brought around as a wrap. It was secured in place to the stomach itself using 0-silk. Four stitches were placed. The wrap was positioned nicely and there was no significant twisting of the stomach.¿ operative records on (B)(6) 2002 continue: ¿once this was secured, the bougie was removed and an ng was passed into the stomach. The abdomen was thoroughly irrigated and suctioned. Attention was directed toward closing the hernia defect. A large piece of mesh was placed and secured using prolene around the lateral edge of the hernia. Good approximation was made to the fascial edge.¿ the records dated on (B)(6) 2002 state: ¿the mesh was then brought medially to be incorporated into the midline fascial closure. It was then closed using looped pds placed in running fashion. Please note that the entire mesh was tacked with prolene. Once the fascia was closed, the superficial wound was irrigated and suctioned. The skin was then closed using staples.¿ the records confirm a gore dualmesh® biomaterial (1dlmc05/01300176) was used during the procedure. Operative records dated on (B)(6) 2003 indicate the patient underwent excision of infected abdominal wall mesh, lysis of adhesions, closure of enterocutaneous fistula for infected abdominal wall mesh, low output enterocutaneous fistula. The patient ¿presented with a chronically draining sinus tract from a region just superior to the umbilicus. This drainage was felt to be due to a chronically infected abdominal wall mesh from a previous incisional hernia repair. Intraoperatively, the mesh was excised and a fistula was identified.¿ operative records dated on (B)(6) 2003 state: ¿a vertical midline incision was made from the sinus tract superiorly for approximately 10 cm. The bovie was used to dissect through the subcutaneous tissues. Immediately to the abdominal fascia was small bowel. Multiple adhesions of small bowel to the anterior abdominal wall were noted. These adhesions were carefully taken down using metzenbaum scissors. Upon taking down the adhesions, a fistula tract was identified between the small bowel and the sinus tract.¿ records dated on (B)(6) 2003 continue: ¿in addition, this laid immediately adjacent to a piece of gore-tex mesh that was present from a previous incisional hernia repair. The mesh was carefully dissected out and the sutures that held it in place were cut and the mesh was excised and passed off as specimen. The enterotomy was then repaired using interrupted full thickness 4-0 vicryl sutures. This enterotomy was approximately 1 cm in length. It was closed transversely so as not to stricture the small bowel.¿ operative records dated on (B)(6) 2003 state: ¿after it was closed, the suture line was irnbricated with interrupted 4-0 vicryl partial thickness lembert sutures. A small serosal tear of the small bowel was identified on a separate loop secondary to lysis of adhesions. This was not a full thickness injury to the small bowel. This part was reinforced with an interrupted 4-0 vicryl suture. The fascia at the incision edge was then cleared of adhesions for approximately 1.5 cm. Distance from the edge full circumference of the wound.¿ records dated on (B)(6) 2003 continue: ¿the surgical wound was then thoroughly irrigated with warm normal saline. The space in which the gore-tex mesh was extracted was then packed with 1/2 inch iodoform gauze. The fascial layer was then closed with interrupted 0 pds suture. The entire fascia was closed except for approximately 1 cm. Defect at the inferior most aspect of the wound from which the iodoform gauze exited. The subcutaneous tissues were then irrigated with warm normal saline. The skin was then closed with a 4-0 monocryl subcuticular suture. Again, approximately 1 cm of skin was left open at the inferior most aspect of the incision where the iodoform gauze exited. The incision was then dressed with sterile gauze.¿ pathology report for the explanted ¿gore-tex¿ mesh specimen were not provided. Records for CT pelvis/abdomen with contrast dated on (B)(6) 2004 state: ¿there is a long segment midline ventral hernia. No evidence of a complicating process.¿ operative report dated on (B)(6) 2004 indicates the patient underwent abdominal wall reconstruction with mesh for massive ventral hernia. The patient ¿is a 44-year-old gentleman who has had multiple previous abdominal surgery, including a kidney autotransplant and at least four previous ventral hernia repairs. The patient has had a recurrence of his ventral hernia. He has at least a 15 by 20 centimeter midline ventral hernia with bowel up close to the abdominal skin or scar tissue. This was evaluated with a CT scan demonstrating that fact.¿ the operative records dated on (B)(6) 2004 continue: ¿the patient has been having worsening abdominal pain over time related to this hernia. It has been effecting his lifestyle and decreasing what he can do. He will need a repair, but this will essentially involve a complete abdominal wall reconstruction using mesh as he has no ability to pull tissue together. The patient is morbidly obese and has been unable to lose more than ten or fifteen pounds. He cannot lose weight through exercise, since he is not able to do very much lifting secondary to the hernia.¿ the records dated on (B)(6) 2004 state: ¿previous midline incision scar was then excised and the subcutaneous tissue was dissected using both bovie cautery and sharp dissection. The peritoneal cavity was entered sharply at a point of virgin territory, then was opened down the entire length of the incision using bovie cautery. There were several bowel loops adhesed up to the abdominal wall which were taken down easily with sharp dissection until the abdomen was entered.¿ operative records dated on (B)(6) 2004 continue: ¿there were relatively few additional adhesions up to the abdominal wall. The bowel did not appear to be distended, therefore an extensive lysis of adhesions was not performed in interloop bowel fashion. Once the entire abdominal wall and peritoneal surface were freed up the patient's hernia sac was divided and the redundant area but enough was left to cover future mesh. Then a large ventralax bard mesh was used to repair the hernia with the smooth side down and the rough polypropolene portion anteriorly. This was approximately 28 centimeter by 30 centimeter mesh. It was affixed to the peritoneum and posterior fascia with multiple interrupted 0 ethibond sutures in a circumferential fashion.¿ records dated on (B)(6) 2004 state: ¿this allowed for underlying of the abdominal wall by 3 or 4 centimeters in all directions.¿ once this was completed several additional 0 ethibonds were placed from the mesh to the edge of the fascial defect. The wound was copiously irrigated with saline solution and kefzol and then the perineum was reapproximated with a running 2-0 vicryl suture. The skin was reapproximated with superficial subcutaneous running 2-0 vicryl suture and then staples were placed at the skin surface.¿ the discharge summary dated on (B)(6) 2004 for hospital admission on (B)(6) 2004 states: ¿the patient was taken to the operating room on the 13th of the month. He had abdominal wall reconstruction with mesh. He had a jackson-pratt drain in place in the subcutaneous tissue. Postoperatively he did fairly well. He did have some fever spikes intermittently, likely secondary to atelectasis. These resolved as he used his incentive spirometer. He was able to get up and ambulate. He was started on liquids rapidly and then advanced to regular diet prior to discharge.¿ the discharge summary dated on (B)(6) 2004 states: ¿the patient's wound looked good throughout his postoperative stay. His jackson-pratt drain put out minimal amounts so was removed on postoperative day number three. He did have some hiccups and nausea two days into his postoperative course. That resolved with administration of reglan and inapsine.¿ records for CT scan of abdomen with contrast for complaint of abdominal pain with multiple previous abdominal and pelvic surgeries dated on (B)(6) 2004 states: ¿interval anterior abdominal wall hernia repair. There is a persistent 5 x 17 x 18 cm low density collection within the anterior abdominal wall at the level of the surgical intervention. Postoperative abscess cannot be excluded though this could also represent resolving abdominal wall hematoma. Simple seroma is felt to be less likely. No other acute abnormalities are seen. CT scan of pelvis/abdomen with contrast for complaint of abdominal pain, rule out hernia, dated on (B)(6) 2005 states: ¿the greater curvature of the stomach demonstrates some thickening. The spleen appears prominent.¿ records related to hernia repair procedures dated between on (B)(6) 2005 and on (B)(6) 2013 were not provided. Operative records dated on (B)(6) 2013 indicate the patient underwent laparoscopic incisional hernia repair with mesh for recurrent incisional hernia. The patient ¿is a 53-year-old male who has a complex surgical history. He has had multiple abdominal surgeries with incisional hernia repairs in the past with mesh. He presents to the office with abdominal discomfort as well as feeling bulging in the area of the midline. On physician exam, it did appear that he had recurrent incisional hernia.¿ the records confirm a parietex optimized composite mesh was used during the procedure. There is no mention of a gore device in the records. Operative records dated on (B)(6) 2014 indicate the patient underwent washout of abdominal wound and placement of negative pressure wound therapy greater 50 square centimeters for infected abdominal mesh. The indications state the patient ¿is a 53-year-old gentleman with a complex medical and surgical history who is most recent status post laparoscopic incisional hernia repair with mesh on (B)(6) 2013. The patient had a recent hospitalization in december 2013. He presents with right upper quadrant abdominal pain, fever, and decreased oral intake, who was found at that time to have an anterior abdominal wall collection posterior to mesh. Subsequently, he underwent vir drainage.¿ the operative records dated on (B)(6) 2014 state: ¿using patient's prior midline abdominal scar and using an 11 blade, a midline laparotomy incision was made from above the umbilicus to the lower abdomen. We dissected down to the level of fascia. We cut through the fascia and we did a muscle-splitting technique to get through the peritoneum. After entering the abdomen, we immediately noted the purulent fluid collection that had accumulated between the prior 2 meshes that the patient had.¿ the operative records dated on (B)(6) 2014 continue: ¿this was drained and a tissue sample was sent to microbiology for gram stain and culture. Subsequently, attention was made to the prior composite (most likely gore mesh ) that was in place. Using a combination of blunt and sharp dissection and also using electrocautery, this composite graft was separated from the fascia and abdominal wall from boh the left and right sides of the abdomen.¿ records dated on (B)(6) 2014 state: ¿subsequently, the composite graft which had adhered densely to the surrounding tissues was isolated and excised from the fascia and delivered out of the abdomen. Throughout the entire procedure, attention was made to meticulous hemostasis as the patient had been on aspirin. After the composite mesh and associated sutures and plastic fasteners were removed, attention was then made to the underlying 30 x 30-cm parietex mesh.¿ operative records dated on (B)(6) 2014 continue: ¿after discussing the patient's condition with our plastic surgery colleagues, decision was made to proceed with removal of this mesh as well. Subsequently, this mesh was elevated between 2 hemostats and carefully opened and dissected free from the surrounding tissues and the abdominal wall being careful not to injure any potential underlying bowel. This mesh was also completely removed and delivered out of the abdomen.¿ the records dated on (B)(6) 2014 continue: ¿after this mesh was removed, a layer of underlying tissue was encountered which separated the bowel from the outside world, which was thought most likely to be a formed capsule. Using a pulsavac and 2 l of normal saline, ample irrigation and debridement of this layer and surrounding tissues including the abdominal wall was made. Using finger fracturing and blunt scooping, any remaining bits of synthetic material and dead tissue were removed from the abdomen.¿ operative records dated on (B)(6) 2014 state: ¿necrotized tissue was debrided and any remaining mesh was excised from the muscle attachments. Final exploration revealed no remaining necrotized tissue. At this point, dr. (B)(6) from plastic surgery assisted us in the remainder of the operation. Since this was planned to be a 2-stage procedure with the first stage including removal of infected mesh and the second stage operation including a component separation in order to close the abdomen and the hernia defect, at this point it was decided to proceed with temporary abdominal closure.¿ records dated on (B)(6) 2014 state: ¿subsequently, an abthera wound vac was fashioned and placed in the abdomen. Two blue sponges were included in the closure system. The abthera was connected to suction and demonstrated good closure without any evidence of leak.¿ additional operative records dated on (B)(6) 2014 state: ¿dr. (B)(6) called me to the operating room following his removal of the mesh. He removed the previously placed mesh and I also instructed him to remove the mesh that he had placed as part of the laparoscopic ventral hernia repair, as this was also forming part of the infected cavity. There was a large amount of chronically infected tissue around the periphery of the cavity.¿ the records dated on (B)(6) 2014 continue: ¿once dr. (B)(6) had removed the mesh, he left the room and I removed any remaining permanent suture material that was present throughout the wound, as well as gently debriding the rind of the infected cavity. Once I was satisfied with the debridement and procedure with washing out the entire abdomen with 3 l of pulse saline. There was no sign of any visual leak and therefore, placed a negative wound dressing across the entire exposed area of the abdominal cavity. The size of the dressing was greater than 50 square centimeters.¿ surgical pathology report dated on (B)(6) 2014: gross description- the specimen is labeled explanted mesh. Received in formalin is a cloth synthetic mesh-like dull tan/brown foreign object measuring in aggregate 15.5 x 8.3 x 2.0 cm that is fragmented. No sections will be submitted. This foreign object is for gross examination only. Received separately in the same container is a mesh-like tan/white synthetic foreign object measuring 26.0 x 9.5 x 0.8 cm with attached tan/yellow/white, focally dull soft tissue and numerous attached, blue sutures. There is a synthetic tan/yellow membranous rubbery covering noted on one surface. Representative sections of the attached soft tissue are submitted in a single cassette. Final diagnosis-abdominal mesh, gross only. Attached tissue showing necrosis and acute suppurative inflammation. Operative records dated on (B)(6) 2014 indicate the patient underwent laparotomy with removal of retained mesh material, washout of the abdominal wound, and negative pressure wound therapy greater than 50 square cm. The patient ¿is a 53-year-old male, who has previously undergone ventral hernia repairs and presented with an infected mesh. Two days prior he had undergone an incision and drainage with removal of some of the mesh material and the patient returns to the operating room for further debridement and washout of his abdomen.¿ the operative records dated on (B)(6) 2014 state: ¿I proceeded with thoroughly evaluating the abdominal cavity after the previously placed negative pressure wound dressing was removed. It became evident that there was still some retained mesh material present within the wound and I carefully peeled this out, included into the mesh were metallic tacks. The base of the wound appeared to be a thick fibrous rind and no bowel was immediately visible.¿ the records dated on (B)(6) 2014 continue: ¿around the periphery of the abdominal wound at the edges where the mesh had been, I was able to dissect deep to this rind and slowly started to peel the rind away. It became clear that underneath the rind was the abdominal viscera. I carefully peeled away a portion of this rind without injuring the viscera. When it became clear that some lysis of adhesions will be required to remove this rind to allow for full access to the viscera, I called dr. (B)(6) to the room.¿ ¿dr. (B)(6) proceeded with his lysis of adhesions. When he completed it, I was able to evaluate the abdominal cavity.¿ operative records dated on (B)(6) 2014 state: ¿the thick rind had been removed, leaving the viscera exposed. There were no large areas of mesh material that was immediately visible which left a large abdominal cavity. I checked for hemostasis and then lavaged the entire area with 3 l of pulsed saline. Once I was satisfied that the entire area was clear, I decided to replace the abthera negative pressure wound dressing. This was cut to shape and placed over the bowel followed by a foam sponge, this was placed to suction in a standard manner. The total area of the negative pressure wound dressing was in excess of 50 square cm. There were no immediate complications.¿ surgical pathology report dated on (B)(6) 2014: gross description- the specimen is received in formalin in one container labeled abdominal wall mesh and consists of multiple fragments of gauzy, white, foreign body material that measure 13.0 x 8.0 x 3.0 cm in aggregate. The specimen is for gross only. No tissue will be submitted. Final diagnosis-synthetic mesh, gross diagnosis only. Operative records dated on (B)(6) 2014 indicate the patient underwent abdominal washout, repair of small bowel enterotomy, replacement of abthera wound vac. Operative records dated on (B)(6) 2014 indicate the patient underwent abdominal washout, placement of foley catheter into proximal limb of the fistula, replacement abthera wound vac. Operative records dated on (B)(6) 2014 indicate the patient underwent abdominal washout, re placement of foley catheter into enteroatmospheric fistula, replacement of wound vac. Operative records dated on (B)(6) 2014 indicate the patient underwent exploratory laparotomy, creation of stoma, complex closure of abdominal wall with vac drainage. The patient ¿is a gentleman who has had chronic abdominal wound. He has had vac therapy. He has had drainage through his midline incision, thereby creating a nonhealing wound. He is brought to the or for possible closure and revision of his abdominal wound. Operative records dated on (B)(6) 2014 indicate the patient underwent abdominal washout, closure of enteroatmospheric fistula with alloderm matrix, placement of coloplast device, and removal of hickman catheter. Operative records dated on (B)(6) 2014 indicate the patient underwent exploratory laparotomy, lysis of adhesions, takedown of enteroatmospheric fistula, small bowel primary anastomosis. Operative records dated on (B)(6) 2014 indicate the patient underwent repair of recurrent ventral hernia and complex closure of abdominal wound 33 cm. Operative records dated on (B)(6) 2014 indicate the patient underwent incision and drainage of postoperative wound infection, soft tissue. Operative records dated on (B)(6) 2014 indicate the patient underwent incision and drainage of postoperative abdominal wall abscess. Operative records dated on (B)(6) 2016 indicate the patient underwent exploratory laparotomy and lysis repair of ventral hernia recurrent, bilateral posterior component separation, placement of biologic mesh strattice 20 x 30 cm, placement of negative pressure vac dressing prevena 41 cm of adhesions for 60 minutes for recurrent incisional hernia . Records dated on (B)(6) 2016 indicate the patient underwent CT guided drainage of soft tissue abscess. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient codes (1695, 1930, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span july 19, 2002 through august 29, 2016, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: morbid obesity. (B)(6) 2004: ¿he cannot lose weight through exercise, since he is not able to do very much lifting secondary to the hernia.¿ chronic renal failure, hyperlipidemia, type ii diabetes requiring insulin, chronic pain syndrome, gastroesophageal reflux disease [gerd]. Prior surgical procedures: 1979: appendectomy. 1981: right nephrectomy. 1994: cholecystectomy. 1997: left kidney transplant. 1997: laser surgery ureter. 1997: nephrostomy tube placement. 1998/1999: incisional hernia repair. Implant preoperative complaints: none documented. Implant procedure: exploratory laparotomy with significant lysis of adhesions, open nissen fundoplication, and repair of ventral hernia. Implant: gore® dualmesh® biomaterial (1dlmc05/01300176) 7.5 x 10cm. Implant date: (B)(6) 2002 [hospitalization dates unknown]. Description of hernia being treated: ¿the fascia was then opened. There were noted to be significant adhesions. These were carefully taken down. This took a significant amount of time because of the degree of the adhesions. There was a portion of the small bowel that was adhesed down the kidneys. I was able to take down all of the adhesions in the remaining portion of the abdomen, but did not extend down near the kidney for fear of damaging the kidney.¿ ¿difficulty was that the roux limb would not come up because it was stuck down to the kidney. Because of this, the decision was made to not do the gastric bypass, but to proceed with nissen, ventral hernia repair, and adhesiolysis. Once the adhesions were taken down, attention was directed superiorly. The omnitract retraction system was used and the stomach was identified.¿ implant size and fixation: ¿attention was directed toward closing the hernia defect. A large piece of mesh was placed and secured using prolene around the lateral edge of the hernia. Good approximation was made to the fascial edge. The mesh was then brought medially to be incorporated into the midline fascial closure. It was then closed using looped pds placed in running fashion. Please note that the entire mesh was tacked with prolene. Once the fascia was closed, the superficial wound was irrigated and suctioned.¿ relevant medical information: (B)(6) 2002: CT abdomen: ¿there is an abscess of both the right and left kidneys. Ventral abdominal wall hernia and hernia of the right rectus sheath. Inflammatory changes are present within the subcutaneous fat surrounding these sites.¿ (B)(6) 2002: ¿... Evaluated for distressing, severe painful defecation and lower abdominal pain. This has precipitated several ER visits with thus far a normal workup. The patient has a fairly extensive history of abdominal operations with multiple hernia repairs as well as an autologous kidney transplant. He currently does have mesh with a draining sinus tract at one of his hernia repairs. He has had a normal CT scan.¿ (B)(6) 2003: ¿underwent hbo [hyperbaric oxygen therapy] for diagnosis ¿abdominal wound.¿ explant preoperative complaints: (B)(6) 2003: ¿... Presented with a chronically draining sinus tract from a region just superior to the umbilicus. This drainage was felt to be due to a chronically infected abdominal wall mesh from a previous incisional hernia repair.¿ explant procedure: ¿excision of infected abdominal wall mesh , lysis of adhesions, and closure of enterocutaneous fistula for ¿infected abdominal wall mesh, low output enterocutaneous fistula.¿ explant date: (B)(6) 2003 [hospitalization dates unknown]. ¿a vertical midline incision was made from the sinus tract superiorly for approximately 10 cm. The bovie was used to dissect through the subcutaneous tissues. Immediately to the abdominal fascia was small bowel. Multiple adhesions of small bowel to the anterior abdominal wall were noted. These adhesions were carefully taken down using metzenbaum scissors. Upon taking down the adhesions, a fistula tract was identified between the small bowel and the sinus tract. In addition, this laid immediately adjacent to a piece of gore-tex mesh that was present from a previous incisional hernia repair. The mesh was carefully dissected out and the sutures that held it in place were cut and the mesh was excised and passed off as specimen. The enterotomy was then repaired using interrupted full thickness 4-0 vicryl sutures. This enterotomy was approximately 1 cm in length. It was closed transversely so as not to stricture the small bowel. After it was closed, the suture line was irnbricated [sic] with interrupted 4-0 vicryl partial thickness lembert sutures. A small serosal tear of the small bowel was identified on a separate loop secondary to lysis of adhesions. This was not a full thickness injury to the small bowel. This part was reinforced with an interrupted 4-0 vicryl suture. The fascia at the incision edge was then cleared of adhesions for approximately 1.5 cm. Distance from the edge full circumference of the wound. The surgical wound was then thoroughly irrigated with warm normal saline. The space in which the gore-tex mesh was extracted was then packed with 1/2 inch iodoform gauze. The fascial layer was then closed with interrupted 0 pds suture. The entire fascia was closed except for approximately 1 cm. Defect at the inferior most aspect of the wound from which the iodoform gauze exited. The subcutaneous tissues were then irrigated with warm normal saline. The skin was then closed with a 4-0 monocryl subcuticular suture. Again, approximately 1 cm. Of skin was left open at the inferior most aspect of the incision where the iodoform gauze exited.¿ a pathology report for the explanted ¿gore-tex¿ mesh specimen was not provided. Relevant medical information: (B)(6) 2003: CT abdomen: ¿ventral hernia appears stable with bulging of small bowel loops to the anterior abdominal wall deep to the midline incision.¿ (B)(6) 2004: CT scan pelvis/abdomen: ¿there is a midline ventral defect in the mid abdomen with projection of loops of bowel almost to the skin surface. There is no evidence of intestinal obstruction or incarceration. There is no free fluid in the abdomen or pelvis.¿ ¿there is a long segment midline ventral hernia. No evidence of a complicating process.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use warns, ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions:. H6: health effect impact code: f26: no health consequences or impact. Previous patient codes (1695, 1930, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2002 through (B)(6) 2016, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: morbid obesity, (B)(6) 2004: ¿he cannot lose weight through exercise, since he is not able to do very much lifting secondary to the hernia.¿ chronic renal failure, , hyperlipidemia, type ii diabetes requiring insulin, chronic pain syndrome, gastroesophageal reflux disease [gerd]. Prior surgical procedures: 1979: appendectomy 1981: right nephrectomy 1994: cholecystectomy 1997: left kidney transplant 1997: laser surgery ureter 1997: nephrostomy tube placement 1998/1999: incisional hernia repair implant preoperative complaints: none documented. Implant procedure: exploratory laparotomy with significant lysis of adhesions, open nissen fundoplication, and repair of ventral hernia. Implant: gore® dualmesh® biomaterial (1dlmc05/01300176) 7.5 x 10cm. Implant date: (B)(6) 2002 description of hernia being treated: ¿the fascia was then opened. There were noted to be significant adhesions. These were carefully taken down. This took a significant amount of time because of the degree of the adhesions. There was a portion of the small bowel that was adhesed down the kidneys. I was able to take down all of the adhesions in the remaining portion of the abdomen, but did not extend down near the kidney for fear of damaging the kidney.¿ ¿difficulty was that the roux limb would not come up because it was stuck down to the kidney. Because of this, the decision was made to not do the gastric bypass, but to proceed with nissen, ventral hernia repair, and adhesiolysis. Once the adhesions were taken down, attention was directed superiorly. The omnitract retraction system was used and the stomach was identified.¿ implant size and fixation: ¿attention was directed toward closing the hernia defect. A large piece of mesh was placed and secured using prolene around the lateral edge of the hernia. Good approximation was made to the fascial edge. The mesh was then brought medially to be incorporated into the midline fascial closure. It was then closed using looped pds placed in running fashion. Please note that the entire mesh was tacked with prolene. Once the fascia was closed, the superficial wound was irrigated and suctioned.¿ relevant medical information: (B)(6) 2002: CT abdomen: ¿there is an abscess of both the right and left kidneys. Ventral abdominal wall hernia and hernia of the right rectus sheath. Inflammatory changes are present within the subcutaneous fat surrounding these sites.¿ (B)(6) 2002: ¿... Evaluated for distressing, severe painful defecation and lower abdominal pain. This has precipitated several ER visits with thus far a normal workup. The patient has a fairly extensive history of abdominal operations with multiple hernia repairs as well as an autologous kidney transplant. He currently does have mesh with a draining sinus tract at one of his hernia repairs. He has had a normal CT scan.¿ (B)(6) 2003-(B)(6) 2003: ¿underwent hbo [hyperbaric oxygen therapy] for diagnosis ¿abdominal wound.¿ explant preoperative complaints: (B)(6) 2003: ¿... Presented with a chronically draining sinus tract from a region just superior to the umbilicus. This drainage was felt to be due to a chronically infected abdominal wall mesh from a previous incisional hernia repair.¿ explant procedure: ¿excision of infected abdominal wall mesh , lysis of adhesions, and closure of enterocutaneous fistula for ¿infected abdominal wall mesh, low output enterocutaneous fistula.¿ explant date: (B)(6), 2003 ¿a vertical midline incision was made from the sinus tract superiorly for approximately 10 cm. The bovie was used to dissect through the subcutaneous tissues. Immediately to the abdominal fascia was small bowel. Multiple adhesions of small bowel to the anterior abdominal wall were noted. These adhesions were carefully taken down using metzenbaum scissors. Upon taking down the adhesions, a fistula tract was identified between the small bowel and the sinus tract. In addition, this laid immediately adjacent to a piece of gore-tex mesh that was present from a previous incisional hernia repair. The mesh was carefully dissected out and the sutures that held it in place were cut and the mesh was excised and passed off as specimen. The enterotomy was then repaired using interrupted full thickness 4-0 vicryl sutures. This enterotomy was approximately 1 cm in length. It was closed transversely so as not to stricture the small bowel. After it was closed, the suture line was irnbricated [sic] with interrupted 4-0 vicryl partial thickness lembert sutures. A small serosal tear of the small bowel was identified on a separate loop secondary to lysis of adhesions. This was not a full thickness injury to the small bowel. This part was reinforced with an interrupted 4-0 vicryl suture. The fascia at the incision edge was then cleared of adhesions for approximately 1.5 cm. Distance from the edge full circumference of the wound. The surgical wound was then thoroughly irrigated with warm normal saline. The space in which the gore-tex mesh was extracted was then packed with 1/2 inch iodoform gauze. The fascial layer was then closed with interrupted 0 pds suture. The entire fascia was closed except for approximately 1 cm. Defect at the inferior most aspect of the wound from which the iodoform gauze exited. The subcutaneous tissues were then irrigated with warm normal saline. The skin was then closed with a 4-0 monocryl subcuticular suture. Again, approximately 1 cm. Of skin was left open at the inferior most aspect of the incision where the iodoform gauze exited.¿ a pathology report for the explanted ¿gore-tex¿ mesh specimen was not provided. Relevant medical information: (B)(6) 2003: CT abdomen: ¿ventral hernia appears stable with bulging of small bowel loops to the anterior abdominal wall deep to the midline incision.¿ (B)(6) 2004: CT scan pelvis/abdomen: ¿there is a midline ventral defect in the mid abdomen with projection of loops of bowel almost to the skin surface. There is no evidence of intestinal obstruction or incarceration. There is no free fluid in the abdomen or pelvis.¿ ¿there is a long segment midline ventral hernia. No evidence of a complicating process.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use warns, ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected result code for sterilization evaluation. The manufacturing evaluation is in progress. Conclusion code remains unchanged.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: fluoroscopy upper gi report dated (B)(6) 2002 performed for recent nissen fundoplication; evaluate for leakage. Impression: mildly dilated distal esophagus, with diminished peristalsis. There is delayed clearing of the esophagus at the gastroesophagealjunction, most likely secondary to post-surgical edema. There is evidence of a recent nissen fundoplication. There is no evidence of leakage.¿ CT pelvis report dated (B)(6) 2002 performed for abdominal and pelvic pressure. Impression: transplanted kidney within the left pelvis. Otherwise unremarkable CT scan of the pelvis.¿ CT abdomen report dated (B)(6) 2002 performed to evaluate for abscess. Impression: there is an abscess of both the right and left kidneys. A transplanted kidney is present within the pelvis.¿ ventral abdominal wall hernia and hernia of the right rectus sheath. Inflammatory changes are present within the subcutaneous fat surrounding these sites. There is no evidence of strangulated bowel. Absence of the gallbladder. This has presumably been surgically removed. Low-density lesion within the fundus of the stomach, as described. Endoscopy or barium upper gi examination is recommended to exclude mass.¿ medical records date (B)(6) 2003 indicate the patient underwent hbo hyperbaric oxygen therapy for diagnosis ¿abdominal wound.¿ CT abdomen/pelvis report dated (B)(6) 2005 performed for llq [left lower quadrant] pain, left pelvic kidney, dec[crease] urinary output. ¿findings: CT of the abdomen: the previously seen ventral hernia has been repaired with a mesh. The gallbladder has been resected. The liver, pancreas, spleen, and both adrenal glands are normal. Both kidneys have been removed. The stomach, small bowel, and colon show normal wall thickness and caliber. No intra-abdominal free air, free flow, inflammatory changes, or lymphadenopathy are present. CT of the pelvis: the transplanted kidney remains in place. The renal pelvis is slightly more distended as compared to the prior exam. The intrapelvic fat is not totally effaced. No renal, ureteral, or urinary bladder stone is present. The urinary bladder is massively distended. The prostate is not enlarged.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2002, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh failure, removal, infection, lysis of adhesions. Additional event specific information was not provided.